Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. It was determined that the low level output connector on the iabp console was damaged. The connector was broken and loose from the front end board. The front end board was removed and replaced. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had no pressure output signal when connected to an external monitor. There was no patient involvement or adverse event reported.